Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother is calling to report that the patient's pump turned itself off twice during the night. Caller says the patient did not hear any audible alarm, nor did she feel it vibrate and patient says she did not confirm the errors. The patient reports that the pump is temperamental and does not always vibrate when it should. Once a cartridge change is complete and the pump self tests, it does not always vibrate. No adverse event alleged. A request was made for the return of the device.